Event description:
Rptr underwent surgery to have silicone inflatable implants (saline) in 1/74. This was done to correct the effects of an asymmetrical chest wall, a birth defect. It was only a few weeks ago that rptr was able to confirm 16 years of illness due to these implants. In sixteen years not one dr ever told her that implants could be causing symptoms of muscle pain, elevated liver counts, joint pain and stiffness, sore lymph nodes, pulmonary irregularities, weakness and fatigue, headaches, rash, photosensitivity, numbness in leg and back, low grade fevers, and depression and anxiety over memory problems. All of these symptoms can be traced through rptr's medical record going back to 1978. The only public recognition of these symptoms has been related to the leaking of gel implants. The silicone sacks cause just as much of a problem. In 1985 rptr had a full blown autoimmune response with every symptom mentioned earlier in this letter. Rptr lost over a year of her life. She couldn't take care of her small children or get out of bed for more than a short time. She went to more than eight drs that year alone. Most blood samples were within normal range. The symptoms persisted off and on for years. And to this day rptr has learned to live with them. It has been a tremendous shock for rptr to realize after reading case studies of women with not only gel-filled but also saline-filled implants that their symptoms are just like hers. Rptr was never told, even after five mammograms, that it is not possible to detect all cancers with this test. Dr never told her the mammogram reports stated a contained rupture. No one told her her breast pain was from the surgery that the implants may need to be replaced, become hard and uncomfortable, like rocks.